Event description:
It was reported that the user experienced a low blood glucose event captured via survey, with the cause of hypoglycemia unclear and no associated alerts or alarms from the device. Symptoms included hypoglycemia. Outcomes included temporary impairment without lasting disability. Investigation included a review of available complaint details. Investigation of this case revealed no device alarms and no confirmed device malfunction based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.